Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, lot# va0cnnh036, implanted: (B)(6) 2013, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: va0cnnh036, ubd: 24-sep-2017, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient presented to the clinic on (B)(6) 2014 and the pain was controlled with the stimulation system. The patient reported that they developed calcification around the leads resulting in severe balance issues, pain, and falls. Etiology indicated the relationship of the event to the device or therapy as related, but not related to the implant procedure. The patient had a cervical fusion in (B)(6) 2016 which resolved the balance issues and pain. However, the patient experienced cardiac arrest during this surgery. It was discussed to remove the stimulation system in 6 to 12 months. On (B)(6) 2018 the patient had no pain, the ins had been off for about two years, and the device was not bothering them. The patient will contact the clinic if they ever elect to proceed with explant. The outcome was unresolved with no further action planned. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 977a275 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: product type lead product ID 977a275 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: product type lead : type of reportable event corrected to malfunction: due to (B)(4) harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and via a manufacturer representative. The clinical diagnosis was reported as a worsened balance and interventions taken included suspending the therapy. It was noted that the calcification around the leads led to the balance issues and that the cervical fusion was not related to the device and the fusion resolved the balance issues. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that therapy was suspended on (B)(6) 2016 as an action for the event. No further complications were reported as a result of this event.

Manufacturer narrative:
Product ID 977a275 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: product type lead product ID 977a275 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: product type lead .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the cause of the calcification was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.